Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown 3.5mm locking screws. Implant date unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a medial distal tibia plate was removed due to it bending post-operatively while patient walked on it. Nine screws were removed. One screw was broken at the head. The sales consultant verified that the screws were 3.5mm locking screws. The implant was reported as taking place on an unknown date three weeks prior to the explant at a different hospital. This report is for one unknown 3.5mm locking screws. This report is for 2 of 2 for complaint (B)(4).